Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reported upon query by hospora personnel.

Event description:
The customer contact reported the device battery was swollen. The device was returned to the biomedical department for a report of, when they unplugged the device, it would lose power. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device battery was swollen. Though requested, no add'l info was provided.